Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported the physician wanted to exchange the automated impella controller (aic) during impella cp support for patient of unknown age and gender, as the selector knob was defective. The aic was exchanged without issue and there was no reported patient harm.

Manufacturer narrative:
The investigation for the reported console (aic) knob issues has been completed. The aic was returned for evaluation. Functional testing was performed with the rotatory push knob and found the menu options were skipped, which made the user report as a defective selector know (menu_options_skipped_fm_reproduced.zip). However, no issue was found in the rotary encoder (push button). The issue was resolved upon replacing the impellatronic board with the known good board. Data logs were reviewed and found no explicit evidence to confirm the reported failure mode. The cause of the aic issue was a defective impellatronics board. Added- d9 device return date in accordance with updated procedures, sections d6, d8, d9, g3, and h10 have been revised from the initial submission.